Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to a high blood glucose value of 1000 mg/dl at the time of the incident. The customer treated with novalog shots. No troubleshooting was performed. Nothing will be replaced or returned.